Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm as part of the post market advance study. Esbf2814c103ee was successfully implanted, followed by the contralateral limb (etlw1620c124ee) which was positioned in the right iliac artery and etlw1620c1ee in the left iliac artery. It was reported 2 days post index procedure , the patient was reported to have post operative anemia, with a hemoglobin decrease of 1 g/dl, delirious, hypotonic , and post anesthesia upper abdominal discomfort. The patient did not experience procedural blood loss and any blood loss was described as minor and not relevant. The delirium was treated with psychopharmaceutical medication, the anemia and hypotonia were treated with the administration of 2 x packed red blood cells and the patient was transferred to an immediate care unit. A cta was also performed. The upper abdominal discomfort didn't require any treatment. All events resulted with prolongation of existing hospitalization and the patient was discharged six days later. The site assessed that the anemia, hypotonia, delirium and upper abdominal discomfort as possibly related to the index procedure, not related to the study device or an underlying condition or disease.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1620c124ee, serial/lot #: (B)(6), ubd: 13-jun-2025, UDI#: (B)(4) ; product ID: etlw1620c124ee, serial/lot #: (B)(6), ubd: 02-may-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.